Event description:
It was reported that the implantable pulse generator (ipg) tripped elective replacement indicator within five years of the date of implant. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high battery impedance which led to elective replacement indication (eri). Battery depletion indicated/eri was due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2011. Subsequently, the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.